Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot: 2970 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot: 2970 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Vitros tropi es within run precision testing performed by the customer on vitros instrument was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (patient = 4.0 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es patient result was not reported from the laboratory. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es result. This report corresponds to ortho clinical diagnostics inc. (B)(4).